Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal vhd kit size 1 was deployed. A moderate hematoma was noted in the right groin and scrotum post deployment and add'l manual compression was held at the site. The following day a surgical consult was advised to evaluate coronary disease and the groin site. The pt received two units of blood prior to CABG surgery scheduled for february 10, 2000. The pt's labs on feb 9 showed hgb 7.6 and hct 21.9 and a pseudoaneurysm was suspected, but then later ruled out during a surgical exploration of the groin. No further complications were reported.